Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on 08 feb 2021: the patient's tubing was replaced on (B)(6) 2021.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. At the time of report, the device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Code of (B)(4) was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, a nurse reported that the stoma site was red but no sign of an infection. The intestinal and peg tube could not be pushed and pulled. The nurse suspected a buried bumper as the stoma site was slightly painful when the push and pull routine was tried. On (B)(6) 2020, a buried bumper was confirmed by a gastroenterologist and the tubing was planned to be replaced.